Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter read inaccurately high compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013; the patient¿s blood glucose reading(s) with the subject meter however, is not known. The patient does not recall what action he took in response to the reported meter issue. According to the csr¿s, documentation, an hour after the alleged issue occurred (on (B)(6)) the patient reportedly experienced ¿loss of memory, aggressive behavior, slow elocution, sweating, and feeling cold¿; the patient reportedly administered glucose as self-treatment five minutes after his reported symptoms began. The patient denied testing his blood glucose with another device after the reported issue occurred. At the time of troubleshooting, the csr noted that the patient had already discarded the subject meter and testing supplies; the patient reportedly is already using a competitor¿s meter. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.